Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided data confirmed that rvat (right ventricular autothreshold) performed since on (B)(6) 2024 (implantation date) failed due low ventricular amplitude signal. Manual ventricular tests confirmed loss of capture at 0,5v. During rvat, pacing is considered capturing if a signal > 1,5 v is recorded during the 86ms window after pacing. In recorded rvat dated on (B)(6) 2024, a signal is present within the 86ms window, but < 1,5v. Then, as per specifications, the rvat is stopped and rvat considers a thr>5v. The operation of the observed rv autothreshold is conformed to specifications. As specifications, the lpe alert is raised after high rvat for 3 consecutive days. In this case, high rvat was noticed since on (B)(6) 2024, therefore the lpe was raised on (B)(6) 2024. The operation of the observed rv autothreshold and lpe is conformed to specifications. This case is retains for trends purposes.

Event description:
Reportedly, 3 days after the device implantation, a lpe alert has been transmitted, triggered by a rv threshold out of range during 3 consecutive days. As the patient was never paced, and not dependant on the pacing, the physician decided to check on the threshold at the first follow up, without any emergency visit. Conclusion was that the threshold was manually measured at 0, 75v/0, 35ms. During follow up, automatic threshold couldn't either be performed. Lpe alert has been triggered wrong due to poor rv autothreshold measurement.

Manufacturer narrative:
Addition of UDI number (field d4).

Event description:
Reportedly, 3 days after the device implantation, a lpe alert has been transmitted, triggered by a rv threshold out of range during 3 consecutive days. As the patient was never paced, and not dependant on the pacing, the physician decided to check on the threshold at the first follow up, without any emergency visit. Conclusion was that the threshold was manually measured at 0,75v/0,35ms. During follow up, automatic threshold couldn't either be performed. Lpe alert has been triggered wrong due to poor rv autothreshold measurement.